Event description:
The customer called stating, the insulin pump was shooting all the insulin out during priming. She then mentiioned that her blood glucose levels were high and she needed to get treatment at the hospital. The customer later called to confirm that she was taken to the ER for treatment.

Manufacturer narrative:
The insulin pump was unable to prime, during the prime test, due to a cracked end cap. Unable to perform further functional testing due to the prime anomaly.